Event description:
It was reported that the implantable neurostimulator (ins) for pain was implanted (B)(6) 2014. It was noted that the patient had to stay overnight at the hospital because of post-operative bleeding. The patient was home as of the date of report. It was noted that the ins was off. It was reviewed with the caller that it was the hcp/patient discretion to turn the ins on. The caller noted that the manufacturer representative had seen the patient one day prior to report post-operatively for the first time. It was noted that the caller had not heard from the manufacturer representative since then. The caller was redirected to the patient¿s healthcare professional (hcp). The caller stated that they would either call the hcp the weekend following report or monday. Additional information was requested but was not available at the date of this report.

Event description:
Additional information received reported that the bleeding was caused by the surgery and was from the pocket that was created for the generator. The doctor reportedly "took her back in and removed blood." It was noted that the patient was "doing fine" at the time of report and was receiving effective therapy. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: 37754, serial# unknown, product type: recharger. (B)(4).